Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient called to report that when they came upon a large transformer, they felt "flushed face," "lightheaded," "tingling" across their chest and down their left arm, and muscle spasms in this left hand. The patient also reported that these feelings lasted about 20 to 30 minutes and has been feeling "fine" since. The device remains in use. No further patient complications were reported as a result of this event.